Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the right ventricular (rv) lead exhibited loss of capture and low sensing. Aair mode was permanently programmed and the rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.